Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's problem was confirmed. According to the investigation, the device's delivery accuracy ran at three different tests, and all of the testing were found to be over the manufacturing specifications. Therefore, the investigation recommended that the pumps expulsor be replaced to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump over infused and was out of calibration. No patient injury reported.